Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed shock testing and bench handling without duplicating the report. The report was unable to be reviewed in the device log due to it was overwritten with user testing and operation. The device was recertified and returned to the customer. Visual inspection noted a hole through the front keypad at the bottom of the shock button. It is unknown how the keypad was damaged. The r series device does not have any high voltage circuitry underneath the front panel. Therefore, it is technically not possible for a user to have received a patient shock through the front panel. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device also delivered energy to the attending nurse who pressed the charge/shock buttons that was standing about a meter away from the bed. Complainant indicated that the nurse was shocked through the right arm and up the neck. The nurse was startled and sustained palpitations and body discomfort.